Event description:
While performing onsite service for the device, it was identified by an authorized field service engineer that the labeling for the unit was damaged. There was no patient involvement.